Manufacturer narrative:
The device involved in the reported incident is available for evaluation. An investigation has been initiated based on the reported information.

Event description:
A sales representative reported on behalf of the physician that on (B)(6) 2017, a female patient in her mid 40¿s or 50¿s had incurred a laceration during a c2-t2 spinal surgery. The patient was clamped on the a1059 skull clamp with 80 to 90 pounds (lbs.) Of pressure on the torque knob. The skull clamp appeared to be in the correct position on the patient. The patient was then flipped over onto the jackson table, positioned, the swivel adaptor was attached to the large starburst, and the base unit was locked into place. At this time, the short transitional member was also in place. The sales representative observed that it became extremely difficult to tighten the swivel adaptor once it was attached to the skull clamp. It was reported that the entire patient's head was repositioned by unlocking the base unit, un-tightening the swivel adaptor at both the large and small starbursts. The repositioning of the patient¿s head was again necessary in order to obtain the correct scan. During the first repositioning of the head, the doctor held the patient by the skull clamp while others unlocked and untightened the starbursts in order to extend the neck again for a better positioning for the scan. This repositioning took place a minimum of four times prior to surgery. It was reported that the patient was ¿heavy set¿ and there appeared to be a major force onto the system, thus causing a great deal of difficulty in tightening down all the starbursts, especially those on the swivel. The doctor noted that either on the second or third repositioning, it seemed easier to tighten down the swivel if the patient¿s head was held not by the clamp but by supporting the head via face; there appeared to be less torque. While waiting for the scan to take place and between the second and third repositioning, the patient¿s head moved and there was a laceration to the scalp. This caused the delay in surgery as the patient was flipped back onto a bed so that staples and sutures could be applied to the laceration. Once this was complete, the patient was flipped back onto the jackson table, repositioned, and then the appropriate scan was taken. The patient¿s status post procedure was stable. The spine table adaptor, the transitional member, and the swivel were new and had only been used several times prior to the surgical case. The sales representative stated he inspected all the items and all were in good working order prior to the case.

Manufacturer narrative:
Investigation completed on 01/17/2018. The device will not be returned for evaluation as per customer, therefore the failure mode could not be confirmed. DHR review could not be performed since no serial or lot number was provided.